Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). No information was provided by the costumer regarding patient involvement or allegation of patient harm. Per service record, third party service technician confirmed disc/sense alarm occurred. Model lap top ventilator 1200 turbine did not rotate. The service technician replaced turbine. The device has not been received by carefusion.

Event description:
The customer reported model lap top ventilator 1200 was displaying disc/sense alarm. It is unknown if there was patient involvement.